Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while performing a scheduled revision surgery for a distraction procedure on (B)(6) 2014, the surgeon was using the implant in the operating room over the patient in the sterile field when the adjustment screw wasn¿t working and then the pin fell out. The part was not implanted into the patient and there was no back-up part available. No harm to patient. The patient¿s original surgery was three years ago, exact date unknown. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An evaluation was performed on the returned device. As received condition of device; the supplier stated that on receipt, as received, the assembly was unlocked and damage to the threads of the worm gear construct was observed. The supplier stated that on receipt, the most apparent damage was to the worm gear construct 390.104.2. As received, the assembly was unlocked and damage to the threads of the worm gear construct was observed as the part was articulated through its range. Further, the supplier stated that the threads of the worm gear construct were stripped by forcibly moving the assembly while in the locked condition as held by the locking screw. As a load was continually applied to the locked assembly, it caused the adjustment worm to eventually fail and to eject from its designed position. There is no evidence that the articulating rod assembly was out of print specifications before use. Based on the specifications at the time of the original manufacturing, the indeterminate root cause, and the evaluation performed by the supplier, this complaint is confirmed but not caused by supplier manufacturing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient's original surgery was when the patient was (B)(6).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: per the technique guide, the external midface distractor is intended for use in craniofacial surgery, reconstructive procedures, and selective orthognathic surgery of the maxilla. The angulating vertical rod assembly allows for adjustments to achieve three dimensional control of the mobile segment. The returned assembly, lot 7463974, was manufactured september, 2013. All of the assembly components were received except the two m4x0.7 set screws. These screws are responsible for the a-p lock on the dove tail connector and for connecting the dovetail connector to the 8mm carbon fiber rod. The 8mm carbon fiber rod was received in good condition with no scrapes. The dovetail connector shows light scrapes consistent with the expected wear from use. The rod connector contains the majority of the damage. The pin that would retain the worm gear shows a dent and is protruding approximately 1 mm from flush. The threads of the gear that mates with the worm gear show a deep gauge reducing the threads to approximately half the depth in some areas. The heaviest damage on the gear is at the bottom where the two components would be at approximately a 30 degree angle. There are surface scratches and scrapes on the balance of the rod connector and the worm gear was received separated from the assembly. The separated worm gear is in good condition with only light scrapes towards the distal end. Thus, the complaint condition that the worm gear was not retained by the pin is confirmed but could not be replicated because the pin was received stuck in the rod connector. Per the supplier¿s certificate of conformance the assembly was manufactured to drawing. Therefore, a review of the current edition of the assembly design drawing and component drawings was performed. Per the manufacturing evaluation the supplier stated that, there is no evidence that the articulating rod assembly was out of print specifications before use. The designs, including the fit of the pin that retains the worm gear and the tolerance of the worm gear at the maximum and minimum conditions, were found to be sufficient. Therefore, this complaint condition was determined to not be the result of a design deficiency. The returned condition shows evidence that the worm gear was subjected to extreme force either through forcibly adjusting the alignment with the set screw in the locked position and/or excessive loading, beyond the recommended use, of the device. Distractors should not be activated when set screws are locked because attempting to advance the distractor when locked will cause higher loads then intended, possibly causing stripping of the gear. The technique guide states that the a-p lock screw must be unlocked to make ap adjustments. In conclusion, the complaint condition is confirmed. The designs were found to be sufficient for their intended use and the complaint was not the result of a design deficiency. It is likely that the distractor was activated when the set screw was still in the locked position and resulted in the complaint condition. However, without additional information, it is not possible to confirm this was the cause noted in the failure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.